Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex blue line ultra cuffed tracheostomy tube cuff leaked, which resulted in the ventilator malfunctioning and the alarms activating overnight. The cuff must be inflated at all times due to the patient's inability to protect his airway from oral secretions and was a high risk for aspiration. The tracheostomy tube is current changed "every 3/52" (weeks). No patient injury was reported.